Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was received with body broken in pieces. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture, but a non-conformance report was generated at the time of manufacturing. Replication of the reported condition may occur when improper or excessive force is exerted on the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the beginning of the robot procedure when they wanted to ligature. The device broke into parts into the hand of the surgeon before being inserted into the patient. In order to resolve the case, used another product. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the beginning of the procedure. The device broke into parts into the hand of the surgeon.